Event description:
While using a covidien pdb kidney shape balloon (B)(4) for a laparoscopic inguinal hernia repair, the dissector balloon became separated from the trocar. The dissector balloon was able to be retrieved from the patient without undue difficulty.